Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection leakage was observed; however, it is unclear where the leakage was coming from based on the photo returned. Therefore, the incident could not be verified. A device history record could not be evaluated as the lot number is unknown. As no sample was returned and it was not possible confirm where the leakage was coming from based on the photo, a root cause cannot be determined.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm leaked. The following information was provided by the initial reporter: "several defective pvks have now been experienced the ambulances provided by ordergroup, which communicates this further from bd medical. Ordergroup has been informed and have contact with supplier. The defective lot numbers are collected and returned. It is a matter of both blue and pink pvks. We are still seeing other leaky pvks and register lot numbers."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: "several defective pvks have now been experienced the ambulances provided by (B)(6), which communicates this further from bd medical. (B)(6) has been informaed and have contact with supplier. The defective lot numbers are collected and returned. It is a matter of both blue and pink pvks. We are still seeing other leaky pvks and register lot numbers."